Manufacturer narrative:
(B)(4). Concomitant medical products: 110010271 g7 osseoti multihole 66mm I r3714016a, ep-200160 act artic e1 hip brg 28x54mm 950150, unk zimmer head, unk stem. Reported event was unable to be confirmed due to limited information received from the customer. Photograph of the explanted head and active articulation bearing is provided. No notable damages are seen on the photograph. No further evaluation possible using the photograph provided. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip arthroplasty. Subsequently, during the procedure, the liner was difficult to remove from the acetabular shell. Attempts to obtain additional information have been made; however, no more is available.